Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
A visual examination of the returned device noted that the over sheath was partially removed from the device and the clip assembly was located inside the over sheath. The over sheath was bunched and accordioned. The clip assembly was detached from the bushing, but still attached to the control wire via the tension breaker and the yoke. The prongs could not be opened but the clip assembly could be deployed. It was also noticed that there is a kink in the control wire. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and it was revealed that nonconformance and/or deviations are associated with the manufacture of this lot. It has been determined that the noted observations are not reasonably expected to adversely affect product efficacy, quality, or safety. Therefore, all acceptance records demonstrate that the device was manufactured in accordance with the device master record. A search of the complaint database confirmed that five similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
Reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.